Event description:
It was reported that a patient underwent implantation of a trochanteric fixation nail system (tfn) the nail was implanted in a retrograde fashion, on an unknown date. An x-ray done sometime last week, date unknown, revealed a non-union at the distal one third of the femur. The patient underwent explant of the nail, three 5.0 locking screws, and one end cap on (B)(6) 2015. The parts were removed without event and there was no surgical delay. The surgery was successful. No additional information was available. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient's initials not provided. Event date: date unknown. Implant date unknown. Device history records was conducted. The report indicates that the: part number: 04.013.348s, lot number: 5806587, raw material number: 5324949, manufacture date: 06/25/08, expiration date: 05-01-2017, DHR review date: 04/09/2015, the investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was attempted. The investigation of the complaint articles has shown that: product was not returned; and will not be coming back so investigations could not be performed; (B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.